Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in the united states of america notified biomérieux of a misidentification of a positive cocci as brucella spp in association with vitek ms instrument (ref. 410895, serial number: (B)(4). Customer reported having for one isolate, brucella spp result with a 99.9 confidence level. Customer did a gram stain on the organism and result was positive cocci. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.

Manufacturer narrative:
Context: a customer in the united states of america notified biomérieux of a misidentification of a positive cocci as brucella spp in association with vitek ms instrument (ref.(B)(4), serial number. 51079). Vitek ms results : one single choice to brucella spp other method : - gram straining = positive cocci which is not in favor of brucella spp culture conditions : - culture media = sheep blood - incubation = 3 days co2 expected ID: the expected identification has been defined as unknown because no reference method was used. Investigation: **************** ** batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. **investigation results** *fine tuning status good at the time of acquisition. According to the vilink alert tool criteria, no fine tuning was needed during the tests made on 08 jul 22. *spot preparation quality the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. *knowledge base (kb) review the expected identification is unknown because no reference method was used to confirm it. *sample data analysis the potential misidentification as brucella spp was obtained from a spectra having a low number of peaks which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (minimum of 30 for bacteria). The quality of spectra seems to be not optimal. The cause of the misidentification issue as brucella spp is a kb weakness with a bad quality of spectra (linked to a nonoptimal spot preparation). Significant improvements (change request #2264) have already been made by r&d for next vitek ms kb version to limit misidentification to brucella spp. In addition, vitek® pickme could be used to optimize the quality of deposit. A sequencing of the strain is needed to confirm the strain identification. The strain seems to be a species out of vitek ms knowledge base. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. (B)(4).: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results. *brucella spp is a highly pathogenic organism. Handle isolate with extreme caution and send it to a reference laboratory for further investigation, according to your laboratory¿s protocol and/or country regulations.¿ conclusion: ************* root cause analysis: - non optimal spot preparation - kb weakness linked with the bad quality of spectra